Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) therapy reported they had peritonitis and was no longer doing pd treatment. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2020, the patient was hospitalized with peritonitis. Per the nurse, the patient ¿s pd culture yielded growth of yeast and an elevated white blood cell count (wbc). It was reported the patient was treated with nystatin by mouth and ceftazidime intra-peritoneal (ip); dose not provided. Subsequently, on (B)(6) 2020, the patient was discharged from the hospital continuing outpatient antibiotics with pd treatment on the same cycler. However, the nurse stated the patient was experiencing poor draining from the pd catheter (not a fresenius product). On an unknown date in december 2020 the patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs. The patient is reportedly recovering and continues outpatient hemodialyis until a new pd catheter can be placed. It was reported the patient did not have any issues with any fresenius device, or product in relation to the event. The nurse attributed the event to beach in technique during the pd exchange. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of yeast which normally lives on the skin and inside the body, in places such as the mouth, throat, gut and genital tract. Based on the available information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s pd nurse.